Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms, which occurred primarily during insulin bolus delivery. To resolve the past occlusions, customer would replace the cartridge alone. Despite these issues, there was no adverse impact reported on the customer's blood glucose level, technical support confirmed that ongoing clinical troubleshooting was required, leading to the recommendation and approval for the replacement of the pump. Customer will use a backup pump for insulin delivery.